Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest and subsequently expired due to the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.